Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display after receiving a low battery alert. Customer stated the display went blank before he could get a battery. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.